Event description:
During a knee arthroscopy the dr noted an object in the pt's knee (observed this on the monitor). What was observed was the inner diaphragm from the cannula. During reinsertion of the cannula for repositioning is when the inner piece came out of the cannula into the pt's knee. Surgery was extended 80 minutes trying to retrieve the product. The dr was unable to retrieve. The remaining part of the product is not returned for evaluation per the facility risk manager. No information available regarding pt condition.